Event description:
It was reported that "the jaws did not open during the test before use. Therefore, another applier was used instead". No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at (B)(6) wl facility as part of a 50 pc. Lot in may of 2023 from lot 06j2253853 (06j2253853-044). It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted, it was found that the device was able to open and close as intended, but it was identified that the jaws of the device are misaligned/bent, preventing the device from functioning correctly. We are unable to determine what might have caused the jaws of the device to be misaligned/bent but misuse such as excessive force at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected, properly lubricated and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.